Event description:
The customer reported to corporate product surveillance (cps) that a new flolink standard bore catheter extension set, product code 2n9063, lot number ur10b19137, was opened and the tubing was cut half-way through. The cut was in-between the two luers. The packaging was not damaged in any way. The customer could not determine a possible cause. It is a smooth, straight cut and the tubing is depressed, which seems like pressure was applied to make the cut. There was no patient involvement as the condition was noticed before use. No additional information is available.

Manufacturer narrative:
The reported condition of tubing was cut half-way through was confirmed. 1 actual unit was received for evaluation purposes. During visual inspection, unit presented cut tubing (B)(4) and has missing slide clamp (B)(4). As part of the visual inspection, it was observed that the blister was received open and since no voids or incomplete seal were observed in the blister received can be concluded that the package sent does not correspond to the unit received. The tubing has the marks in where it was sealed between the blister and the top web. Code 2n9063 was manually assembled on line # 6 and then the set is packed in a form/ fill and seal machine at the microbore area. The packaging process consist of: the blister is formed, and then the units are placed by the assembler inside the blister; after units are placed in the blisters, they are sealed to the top web (labeling information). If for any reason, the assembler did not placed the unit correctly inside the blister, it will pop out of the blister and the tubing or component will be sealed between the blister and the top web. Packaging machines have roller sensors that will detect any tubing at the sides of the sealing area and alert the machine operator to remove the unit. The impact of units not removed at this time, is minimized by a visual inspection prior to final packaging. Packaging assemblers perform an inspection to the blister and remove any defective units, including sets sealed and cut. Also if the machine gets out of index, it is possible that part of the set could pop out of the blister. For this condition on quarter 4/2009, a cover was installed in the packaging machine that helps to keep the units in the blisters before the sealing process if an out of index occurs. The sealing machine (B)(4) was verified on 05/11/2010, and it was working properly. No actions were taken with the machine (B)(4) since it was working properly and the root cause was related to personnel. The most probable root cause for this incident could be related to personnel; the units were placed incorrectly in the blister, the tubing was sealed and the packaging operators did not detected the tubing sealed on the package. Awareness was provided to all assemblers related to the reported condition and to be aware while performing the packaging process (loading of sets and final packaging & inspection). Completed on 05/14/2010. Code 2n9063 has not been manufactured after awareness. (B)(4).